Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the n e216 (scope communication error) occur due to the circuit board which was embedded in the endoscope in charge of handling image signals became unstable, which caused communication with the video system center to be abnormal. The event can be detected/prevented by following the instructions for use which state: ¿instructions, opeation manual for ltf-s190-5 describes how to inspect for the subject event as below. Chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an e216 (scope communication error) occur. The issue was observed during preparation for use on a therapeutic procedure. The procedure was completed and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the lock engagement lever had a scratch, the angulation lever had a scratch, switch1 had discoloration and a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the protector of the universal cord on the control section side had a scratch, the video connector case had a scratch, the video connector had a scratch, due to damage on the lock engagement lever, the bending section could not be fixed firmly, and the number of broken wire in the bending tube blade exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.